Event description:
The hcp reported that pt was experiencing severe spasticity and clonus. A pump dye study was done that demonstrated good flow. "After dye study, pt became too loose and required frequent adjustments unit they returned to their pre-status-still a low drug infusion rate." The pt is reported to have recovered without sequela.